Event description:
Customer reports "fractured line". The catheter was inserted on (B)(6) 2022. The issue was detected by the nurse when trying to aspirate line for blood sampling. The catheter was removed and replaced. Upon removal the user visualized saline leaking when flushed on the extension line where it connects to the white hub. No patient harm reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one 2-lumen PICC for investigation. Evidence of use was observed and the catheter body appeared to be intentionally cut. Visual inspection revealed the proximal extension line contained a small hole directly adjacent to the luer hub. The remainder of the extension line was secured inside the luer hub. The total length of the catheter body measured to be 18" which is not within the specification of 19 11/16" - 21 11/16" per product drawing. This indicates that at least 1 11/16" of the catheter were cut and not returned for analysis. The outer diameter of the proximal lumen measured to be 0.08560" which is within specifications of 0.084" - 0.088" per product drawing. The inner diameter of the proximal lumen measured to be 0.058" which is within specifications of 0.055" - 0.059" per product drawing. This indicates that the wall thickness measured within specifications. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "prepare all equipment. For two-lumen catheter, flush proximal lumen with sterile saline solution. Clamp or attach injection cap to proximal lumen pigtail. Flush distal lumen and leave syringe in place." Water leaked out of the hole in proximal line. A device history record review was performed, and the following potentially relevant findings were identified: a non-conformance was initiated for material mc-05052-002e, batch 13c21a1745 in regards to an extrusion in the minimum specification. The instructions for use (IFU) provided with this kit warns the user, "precaution: do not suture directly to outside diameter of catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow. Precaution: to minimize the risk of damage to pigtail(s) from excessive pressure, each clamp must be opened prior to infusing through that lumen." The complaint of an extension line leak was confirmed through a complaint investigation on the returned sample. A hole was found in the proximal extension line adjacent to the luer hub. The returned sample passed all relevant dimensional inspections. The type of damage observed is consistent with a manufacturing issue in the PICC lines, therefore, the probable root cause is manufacturing related. A non-conformance has been initiated to further investigate this issue.

Event description:
Customer reports "fractured line". The catheter was inserted on (B)(6) 2022. The issue was detected by the nurse when trying to aspirate line for blood sampling. The catheter was removed and replaced. Upon removal the user visualized saline leaking when flushed on the extension line where it connects to the white hub. No patient harm reported.